Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional had difficulty connecting a competitor's catheter to the patient pace cable. It was nearly impossible to connect and the force required to connect almost damaged the catheter pin. Another patient cable of the same lot was used along with a new catheter and it worked. The cable was discarded. No patient complications have been reported as a result of this event.